Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation was able to confirm/reproduce the reported complaint. The instrument was found to have the grip pin missing at the distal end, allowing the grip assembly to hang freely. The grip pin was not returned. Material, approximately 0.24" x 0.08", was missing. The root cause of this failure is attributed to manufacturing. A review of the instrument log for the prograsp forceps instrument (part # 471093-11/ lot # n10210202-0244) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 4th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip broke on a prograsp forceps instrument and the instrument stopped working. A fragment from the instrument fell inside the patient and it was retrieved right after noticing that the instrument stopped working. There was no report of any patient harm, adverse outcome, or injury. However, unintended fragments falling inside the patient may require surgical intervention, contributing to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip broke on a prograsp forceps instrument and stopped working. The broken fragment fell inside the patient and it was retrieved right after noticing that the instrument stopped working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple attempts to contact the customer for more details, but was unable to obtain any additional information as of the date of this report.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.